Event description:
On (B)(6) 2013, patient reported the infusion sets have leaked insulin about 1 day after insertion. She noticed the leak when she smelled insulin. She practices site rotation, and it is unknown if the headsets are inserted manually or with an insertion device. The infusion sets were replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint describing a leak on the headset cannot be verified. The headset meets product specifications. Two returned used headsets were visually inspected and tests for flow and tightness were performed. All test results were within specifications.